Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a femoral stenting treatment procedure, partial deployment occurred resulting in surgery. The physician was attempting to treat a lesion located in the non-tortuous, mild-to-moderately calcified right superficial femoral artery with a 5x21x750 sentinol stent. The lesion stent delivery system (sds) was advanced to the target lesion without any difficulties. Upon deployment of the stent, the stent failed to expand in the middle section. The distal and proximal ends of the stent were fully deployed. No attempt was made to withdrawal the stent from the pt. The stent and complete sds were left in the pt and the pt was taken to surgery. Bypass surgery was performed and the stent and sds were removed. The pt is stable post-surgery.